Event description:
The customer reported an alarm and unresponsive buttons. Troubleshooting was performed, but the screen was frozen. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to confirm the alarms or frozen display due to the keypad anomaly.